Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first prostyle device that was attempted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed prostyle sutures as there was still a lot of bleeding. A vascular surgeon was called in and surgery was performed to close the artery. Reportedly, the puncture site was quite high. The patient was thin and there was quite a lot of calcification at the puncture site. Hospitalization was prolonged by two days as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose prostyle device referenced is filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.